Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four days post implant that atrial undersensing was noted during recorded episodes on the atrial lead. The atrial lead remains in use. Additionally, it was reported that the r-waves were below range on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.